Manufacturer narrative:
Device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by abbott personnel.

Event description:
Reported due to partial deployment: physician attempted to place a third xceed stent, following the successful deployment of two other xceed stents, in the superficial femoral artery. The physician positioned the stent without difficulty but he reportedly experienced difficulty when attempting to turn the thumb knob, to deploy the stent. The device was flushed again in an attempt to trouble shoot the device. It was reportedly still difficult but the physician was able to begin deploying the stent. When the stent was partially deployed, the thumb knob began "spinning freely". The physician slowly retracted the delivery system and successfully deployed the stent in this manner. There was reportedly no adverse pt effect. Although requested, no add'l info was provided.